Event description:
Reporter indicated a vns patient had high lead impedance readings at an office visit. The vns was disabled and the patient was referred for x-rays. The patient had no known trauma and did not manipulate the vns. All attempts to the reporter for additional information and if vns revision surgery is planned have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.